Event description:
It was reported that one of the patients spinal cord stimulation (scs) lead had migrated out of the epidural space which was confirmed with imaging. Loss of coverage from the device was also noted. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163039, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36390238, UDI: (B)(4).

Event description:
It was reported that one of the patients spinal cord stimulation (scs) lead had migrated out of the epidural space which was confirmed with imaging. Loss of coverage from the device was also noted. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.